Event description:
Customer reported experiencing a low blood glucose level (bg) of 42 mg/dl. Cause was not known. The customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.